Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that there was an MRI which was related to the device. The patient was still having pain and needed analgesics every 4-6 hours so the new healthcare provider (hcp) that the patient was seeing requested an MRI. The patient did a CT scan result but wanted an MRI. The patient was scheduled for a half strength MRI the day after the report. The patient had to keep an appointment and could not wait any longer. The patient needed to speak with a manufacturer representative (rep) about getting an MRI scheduled for the day after the report. If the patient needed to cancel, she would. The reason for the MRI was unknown and the cause of the event was unknown. The location of the body of the mir was the lumbar. The patient had the MRI not related to the ins for the lumbar-spine. The MRI scan had to be ended shortly after it started. The patient complained of heating discomfort near the site of the implantable neurostimulator (ins). The patient noted they felt it within 2 minutes, but the hcp noted within 30 seconds. It was confirmed that the patient was full-body eligible. The patient was doing fine, the rep spoke to the patient after the attempted MRI.